Event description:
A medtronic representative reported that, while in a fusion procedure, the surgeon alleged an inaccuracy of 1-2mm internally while using the endoscope. The accuracy was reported to be fine on the surface. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.patient weight was not available from the site.patient sex changed from male to female.

Manufacturer narrative:
Patient identifier, age & weight were unavailable from the site. A medtronic representative, following-up, reported that the issue was resolved at the time of the event by moving the emitter closer to the patients head and eliminated any potential metal in the surrounding area that could affect the emitters accuracy. Medtronic representative performed a navigation system check-out, all areas passed.